Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter alleged that the pump case was cracked near the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Correction: the ¿pump¿ was returned for evaluation, not the ¿meter remote.¿

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/27/2014 - device evaluation: the meter remote has been returned and evaluated by product analysis on 03/10/2014 with the following findings: evaluation revealed that there was a crack along the battery compartment threads. Unrelated to the complaint, evaluation revealed that the display screen was dim and discolored. The returned battery cap was used to complete the investigation.